Event description:
It was reported that the patient underwent an abdominal hysterectomy on (B)(6) 2014 concurrently with pelvic lymph nodes dissection and suture was used. During the closure of the rectus sheath, the needle tip of the suture broke. The surgeon opines that the piece was too small to retrieve. The needle tips remain in situ. The patient was discharged.

Manufacturer narrative:
(B)(4). The actual needle with a fracture at the needle point area was returned for evaluation. Microscopic inspection found a lot of heavy instrument marks especially at the needle point area, direct at the breaking point and also at the needle attachment area which indicates that the needle was handled there. User handling was determined to be cause of the needle breakage.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.